Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No unexpected no delivery alarms noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call priming anomaly. The customer's blood glucose was 132mg/dl at the time of call. Trouble shooting was performed and found insulin flow block alarm during the prime fill the device did not alarm insulin flow blocked. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. Advised sending replacement sets. The insulin pump will be returned for analysis.